Event description:
It was reported that the insulin pump sustained a crack and had a piece at the rim of the reservoir compartment that had broken off. The customer did not remember the blood glucose reading. She stated that she noticed the crack a month prior. The crack was on the upper left and right hand corners of the display screen, and she did not know how the damage had occurred. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corner.